Event description:
I have last reported this problem that my daughter was born by vacuum birth and not knowing when she was born that there was anything wrong with her, because the hospital failed to warn me of any complication to watch for, and several days later, her face had become red, minor swelling. She would not take her formula and began to have seizures, and now that I have been reading all the information I can about vacuum because they are saying that the vacuum can't cause these injuries, she has a fractured collar bone that I was not aware of, subgealal hematoma, and these doctors are saying it's no way the vacuum could cause these injuries and now they have taken away all of my children, and her father is being charged for child abuse. There are so many people that are being charged for this crime. For some unknown reason, all the babies I read about have the same injuries. I have several articles of innocent people being charged, and I don't want this to happen to her father and I want my kids back. I'm writing everybody or anyone that listens. Please let me know whom I could contact, you already have some death that has been reported from the use of the vacuum extraction. Vacuum extraction was used on me in 2008 at the hospital. The hospital would not give me any info on this device, and it was not in my medical record they refuse. Dates of use: 2008. Diagnosis or reason for use: congestive heart failure. She was lodge in me.